Event description:
Procedure performed: hiatal hernia + fundoplication event description: 02-nov-2023 - feedback # (B)(4) was collected from the customer on (B)(6) 2023. Amr feedback review team had advised ama ra to lodge a complaint on 02-nov-2023. Field team was advised to submit the pcf. - complaint product family: clip applier, product name: epix clip applier, model number: ca500, lot number: unknown. - "[name] and fellow [name] dislike the clip applier which was used to hold the tape in place around the esophagus when doing the fundo/wrap. They do not trust the clip is secure. They will not use it on tissue, only the tape." - "comments - it tends to miss fire. It doesn't close completely at the apex. It's not comfortable to use. There is no audible click." - pcf was received from field rep after business hours. 03-nov-2023 the following comments were amended from the pcf: - "while in a case with [name] and fellow [name], they made general comments about the epix clip applier. In the past they found it uncomfortable to use where they must apply a lot of trigger pressure to fire a clip that is closed. They believe the clips do not fully close at the apex and as such will not trust the device when used on human tissue. As such, they were using the clip applier for a fundoplication procedure, where they clip together the 'tape' that wraps and suspends the esophagus while they wrap the fundus of the stomach. Krinal mori also said he did not like that the device did not produce an audible click." - "after the procedure they fired a couple clips on a table to prove they were not in the cholangiogram zone. [Name] was using the device correctly and squeezed plastic to plastic." - "there was no clinical impact to the patient as a result of the event. The device was not used on human tissue, only on the tape they applied around the esophagus, which was later removed from the patient. - it is unknown if there was a patient injury or illness associated with the complaint event. The patient status is unknown. Patient status: unknown intervention: ni.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: hiatal hernia + fundoplication. Event description: (B)(6) 2023 - feedback #(B)(4) was collected from the customer on (B)(6) 2023. Amr feedback review team had advised ama ra to lodge a complaint on 02-nov-2023. Field team was advised to submit the pcf. - complaint product family: clip applier, product name: epix clip applier, model number: ca500, lot number: unknown. - "[name] and fellow [name] dislike the clip applier which was used to hold the tape in place around the esophagus when doing the fundo/wrap. They do not trust the clip is secure. They will not use it on tissue, only the tape." - "comments - it tends to miss fire. It doesn't close completely at the apex. It's not comfortable to use. There is no audible click." - pcf was received from field rep after business hours. (B)(6) 2023 the following comments were amended from the pcf: - "while in a case with [name] and fellow [name], they made general comments about the epix clip applier. In the past they found it uncomfortable to use where they must apply a lot of trigger pressure to fire a clip that is closed. They believe the clips do not fully close at the apex and as such will not trust the device when used on human tissue. As such, they were using the clip applier for a fundoplication procedure, where they clip together the 'tape' that wraps and suspends the esophagus while they wrap the fundus of the stomach. Krinal mori also said he did not like that the device did not produce an audible click." - "after the procedure they fired a couple clips on a table to prove they were not in the cholangiogram zone. [Name] was using the device correctly and squeezed plastic to plastic." - "there was no clinical impact to the patient as a result of the event. The device was not used on human tissue, only on the tape they applied around the esophagus, which was later removed from the patient. - it is unknown if there was a patient injury or illness associated with the complaint event. The patient status is unknown. Patient status: unknown. Intervention: [name] uses the clip applier in this manner for all his fundoplication procedures. However, he will not use it for procedures that require it to be used on human tissue.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint is unknown, however, it is likely to be within the scope of the recall.